Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise that was unable to be sensed. Noise was able to be reproduced in all vectors with manipulation. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited noise that was unable to be sensed. Noise was able to be reproduced in all vectors with manipulation. This lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.